Event description:
It was reported the pt developed an infection following a pump replacement surgery. The drug used in the pump is lioresal 2000 mcg/ml with morphine and bupivicaine (no concentrations reported). The primary drug is lioresal at a dose of 875 mcg/day. The pt is a spinal cord injury parapelgic. The physician was titrating the it baclofen dose down for explant of the pump. No pt symptoms were reported. Additional info has been requested, but was not available on the date of this report.